Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) keeps going into intermittent communication loss with connected devices. The bme also reported the switches in the ceiling were down, and that there had been a plumbing issue in the facilities ceiling resulting in the switches getting wet, and they were able to get a spare switch in place to get them by. No patient harm was reported. Nihon kohden service technician went onsite and confirmed that the switches in the ceiling was the cause of the intermittent communication loss. The technician replaced the switches in the ceiling and verified that all connected devices had full functionality.